Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call to have experienced high blood glucose events and the insulin pump alarmed off no power. The customer¿s blood glucose was 20.9 mmol/l at the time of incident. Customer stated that the insulin pump had an off no power alarm with low battery warning alert prior. Customer also reported that the insulin pump turned off and alarmed off no power. Customer stated that the blood glucose reading was high due to insulin pump was turned off and no insulin was received. Customer had a high blood glucose of 22.9 mmol/l. Customer declined high blood glucose troubleshooting. Customer also reported cracks on the threading of the insulin pump battery compartment. Customer also received a failed battery test alarm and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.